Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, ECG monitoring through pads, and defib functional stress testing without duplicating the malfunction. The device was recertified and returned to the customer. The electrode pads used during the event were not returned as part of this investigation. No trend is associated with reports of this type.